Manufacturer narrative:
Qn# (B)(4). The sample was received for evaluation. A visual exam was performed and it was observed that there was damage on the internal thread of the adaptor. The damage on the internal thread of the component is not acceptable according to current specifications. Even with that condition, the sample was able to be tested on dual station lift test and general pull and push test procedures. However, it was not possible to perform the oxygen entrainment testing because the component as the adaptor could not be connected properly on the oxygen supply due to the damage on the internal threads. Based on the investigation performed, the reported complaint was confirmed. The root cause for the issue was found to be the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
Customer complaint alleges "the adaptor couldn't connect the oxygen flow meter because the assembly of "snap-on flowmeter adaptor" and the adaptor body was unstable. Therefore, a new unit was used instead. So far, no health injury is reported". Alleged issue reported as detected prior to use on a patient.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided at the time of this report. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based on the information received. It is necessary to have the physical sample in order to perform a proper investigation to confirm the alleged defect reported and establish any necessary corrective actions. If the sample becomes available at a later date, this investigation will be updated with the evaluation results. The personnel of the assembly line were notified for awareness.

Event description:
Customer complaint alleges "the adaptor couldn't connect the oxygen flow meter because the assembly of "snap-on flowmeter adaptor" and the adaptor body was unstable. Therefore, a new unit was used instead. So far, no health injury is reported". Alleged issue reported as detected prior to use on a patient.